Manufacturer narrative:
(B)(4). The complaint ojr416 is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in sweden reported via a fisher and paykel (f&p) healthcare field representative that the tubing of an ojr416 optiflow junior 2 nasal cannula was damaged. There was no reported patient involvement.

Event description:
A healthcare facility in sweden reported via a fisher and paykel (f&p) healthcare field representative that the tubing of an ojr416 optiflow junior 2 nasal cannula was damaged. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint device was received at fisher & paykel healthcare (f&p) in new zealand for investigation where it was visually inspected and analyzed for elements. Results: visual inspection of the returned device revealed that the spring of the tubing was damaged and was found to be discolored with brown stains. The returned device was also analyzed for elements. The elemental analysis of degraded sections showed that sodium and chlorine were present at ratios matching to sodium chloride salt. Conclusion: we are unable to determine the cause of the reported event. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: general warnings this product is only designed and verified for use with equipment, accessories and spare parts approved by f&p. Unauthorized equipment, accessories or spare parts which are used with this product may impair performance of this product or compromise safety (including potentially causing serious patient harm). Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. General cautions do not soak, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Secretions on the cannula and the prongs can be removed by gently wiping with a damp cloth. · reuse may result in the transmission of infectious substances, interruption to treatment, serious harm or death. Ensure the patient does not lie on the tubing as this may apply pressure to the patient's ears or face. Failure to apply and use this product within the directions, transport, storage and operating conditions specified in the labeling and user instructions may impair performance of this product or compromise safety (including potentially causing serious patient harm). Checks during operation ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Cautions do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). This product is intended to be used for a maximum of 7 days.